Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is the unit shuts down and unit alarms not functional. The key failure is the sieve beds are dusted. Per additional malfunction identified on the irs as a power (on/off) switch with no alarm is directly related to the reason for repair of unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of the following FDA report.